Event description:
Additional information received from the patient in response to follow-up reported that the reported symptoms were not quite resolved but the patient had an appointmentwith their healthcare provider (hcp) on (B)(6) 2016. The implant was not working as the patient had expected and it was noted that the trial did very well.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. It was noted: not working like it should and didn't work like the test. The patient has to go to the bathroom too often. The patient did not feel stimulation. The therapy was on. The situation was not resolved. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. It was noted: didn't instruct her to do a diary but she does it on her own. Increase amplitude. Regarding does patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. The patient was on program 1 at .5 volts. The patient increased stim to 1.0 volts. Symptoms reported were: going to the bathroom too often. The patient said that the manufacturer's representative was supposed to call her after her implant and the patient hadn't heard from her yet. Indication for use was noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.